Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was evaluated and reloaded. The cine disk drive was evaluated and reformatted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a motion disable error message which cause da loss of motorized movements. The system would be effectively unusable as a result of this error. There is no report of injury or death associated with this event.